Event description:
It was reported that during the implant attempt, the physician had difficulty extending and retracting the helix. Once the helix finally retracted the physician could not get it to extend again. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The lead was stretched. The distal conductor was distorted and the inner insulation was kinked/buckled. There was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead was damaged at implant. The lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.